Event description:
During the second day of pod wear, "the cannula became dislodged, resulting in 300 mg/dl bg levels with insulin leaking." The customer is "very active in softball" (implying that this activity may have caused the cannula to pull from the site) - she is "aware of what she could use to keep the pod in place." The device will be returned for evaluation.

Manufacturer narrative:
The pod was returned and evaluated. Results of the investigation found no evidence of any malfunction or product condition that could have caused or contributed to the customer's high bg levels. The investigation showed that no hazard alarm had been initiated during operation, there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks and the needle mechanism operated as expected - all evidence of a properly functioning pod. The pod performed as designed during the eval and was fully capable of delivering all programmed doses of insulin. No mechanical problems were found. Although no mechanical issues were found during the evaluation, it is determined that the customer's high bg levels had resulted from the cannula becoming "dislodged." This condition is considered to be a failure of the device to function as intended (by falling to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite test results the show it operated mechanically as designed). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." A review of lot qualification records was performed - the lot passed the acceptance criteria. Note: eval results pertains to the mechanical performance results of the pod. Evaluation conclusions pertains to a failure of the cannula to remain inserted in the customer's skin (not to a "mechanical" failure).